Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reports another mdt rep has been working with patient; caller reports rep has report via mpxr, caller do not have the mpxr number. Caller reports he will be meeting with patient later today. Caller reports patient is having difficult time recharging his implant. Caller reports the site is well healed, not deep per rep, but patient is a bigger size guy. Caller reports it takes a long time to charge his implant, 40 minutes to move 10% increment. Suggest calling back when he is with patient for further troubleshooting. Patient having difficulty with charging, it would connect and then disconnect shortly after, unless pressure was applied to the recharger, to push toward the neurostimulator. Rep said the implant is about a quarter of an inch deep and he can feel the edges, but implant is at a slight angle. Numbers in passive recharge showed up to 15, but only if pressure was applied, otherwise the numbers were in the low single digits. Technical services requested wireless recharger replacement to see if this will work or if a more drastic intervention method is needed. Patient's wife had to keep constant pressure on the recharger to allow recharging from 0-full batt ery. It took 2 hours to get battery to full.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep called back regarding same issue with recharging. Rep reports the ins is tilted in the pocket and it is very difficult to get good coupling. Rep reports they are getting the same results with the replacement recharger. Rep will discuss issue with the doctor.